Manufacturer narrative:
(B)(4).device analysis results: device was returned. Device analysis did not reveal any manufacturing non-conformance or product failure.

Event description:
Health professional reported a breast implant was implanted after the product expiration date. No injury to the patient was reported.

Event description:
Health professional reported a breast implant was implanted after the product expiration date. No injury to the patient was reported.